Event description:
It was reportedt that the customer had a high blood glucose level but not hospitalized. The customer's blood glucose level was 400 mg/dl. The customer was treated with bolus. The troubleshooting was performed. The customer was advised the two high blood glucose rule. It was explained to the customer that the high blood glucose are often caused by site/set issues. The customer was advised to change the entire set, reservoir and insulin pand treat perh healthcare provider instructions. The patient was advised to call back to do high pressure test once he recieved the tubing clamp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.